Manufacturer narrative:
Zimmer biomet complaint number (B)(4). A1: patient identifier unknown / not provided. A4: weight unknown / not provided. D1: brand name unknown / not provided. D4: catalog and lot number unknown / not provided . D10: bopt6585, 3i t3 tapered implant 6/5 x 8.5mm/lot number unknown / not provided. G4: PMA/510(k) number not available. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient was referred for a narrow distal placed dental fixture, (placed in sydney) which resulted in a large mesial cantilever force and a crown fracture. Attempted at crown/screw removal, however needed to remove the implant at tooth location #36.

Manufacturer narrative:
This report is being submitted to relay corrected data, additional information and device evaluation. Correction: upon further review of the complaint documentation, the issue was resolved with another implant. Therefore, the type of reportable event is being updated/corrected from serious injury to malfunction. The following sections are being reported: b4: date of this report was updated. B5: event description was updated. G3: date received by manufacturer was updated. G6: type of report was updated. H1: type of reportable event was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H6: type of investigation codes were added: 4111 and 4114. H6: investigation findings code was added: 3221. H6: investigation conclusions code was added: 4315. H10: narrative/data was updated. Zimvie did not receive the reported screw for evaluation. Visual inspection could not be performed. The investigation has been performed based on the available information using the item number, and risk management file (rmf). Functional testing to recreate the reported event could not be performed due to the nature of the device & event. DHR, sterilization, and complaint history review could not be performed, as the subject lot number associated with the unknown 3i biomet screw is not available. Zimvie quality management system (qms) has controls in place to prevent the distribution of non-conforming product and ensure the product is within specifications. Based on the investigation and risk management file review, the most likely root causes determined from the investigation are external factors (patient¿s condition.) Therefore, based on the available information, device malfunction could not be verified. Without device receipt, the reported event is non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
Upon further review of the complaint documentation, the issue was resolved with another implant.